Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a cracked water tank cover. The customer reported issue was confirmed during the visual and functional testing. No action was taken due to the condition of the device. It was deemed beyond economical repair and the device was scrapped. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
While performing a review of the event, it was determined that the reported issue did not meet the criteria for a complaint. Per the customer the issue was they result of physical damage to the device. No deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please disregard mrn 3012307300-2024-11441 and any reports associated with it.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a leaking reservoir. Status of the product at time of event was during routine preventive maintenance inspection